Event description:
It was reported that after successful carotid artery stenting, arteriotomy closure of the right femoral artery was achieved using a perclose proglide device. Reportedly, twenty-three days after the procedure during a post surgical exam, the patient presented with redness, edema, and bloody drainage of the right groin area. Cellulitis was diagnosed; the patient was readmitted to the hospital where treatment was provided with IV kefzol and warm compresses. There has been no postoperative pain. Two days later, the condition improved and the patient was discharged to home in stable condition to continue oral antibiotics. A femoral angiogram performed prior to arteriotomy closure revealed somewhat small vessels but good access for placement of a perclose device. A duplex performed postoperatively ruled out a pseudoaneurysm of the vessel. On the 30-day patient follow-up visit, the symptoms were reported as resolving with no drainage. The patient was to complete oral antibiotic therapy with zyvox through (B)(6) 2011. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation; therefore, it was not possible to perform a thorough analysis on the product or determine what contributing factors might have caused the reported discrepancy. Additionally, the lot history record for this product was not reviewed because the lot number was not reported. A specific mode of device failure was not reported in this case. Contributing factors to the reported event are likely the user technique, operational context, patient anatomy, or manufacturing. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.